Event description:
On 28 march 2019 it was reported that the patient suffered a large abscess post insertion of tube, and was hospitalized while it was drained and received IV antibiotics.

Manufacturer narrative:
Reference record (B)(4).

Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown the device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported on (B)(6) 2019 that the patient had stoma site oozing and the nurse took a swab of the stoma site. The patient was prescribed antibiotic flucloxacillin. This is a new patient in titration stage and patient was on third day of titration. Patient may get discharged on (B)(6) 2019. Since returning home from hospital patient had pain around her stoma site and there was evidence of oozing. On (B)(6) 2019 it was reported that patient was admitted into hospital over the weekend and that her peg site is infected and cannot be used.